Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer service instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging, with plans for a follow-up. Upon follow-up patient advised cts using a different charging cable did not resolve the issue. Cts to replace pump.